Event description:
It was reported that this pacemaker exhibited under-sensing of intrinsic conducted rv signals of 0.84mv, leading to over-pacing. Physician advised patient experiences chronic atrial fibrillation (af) and ra sensing deactivated. A technical service (ts) consultant discussed programming options with physician. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.